Event description:
Prior to a treatment procedure to place a greenfield filter, the filter deployed. The physician had just removed the filter from the packaging, when it deployed with the end cap still in place. This device was not used in the pt, so no pt injuries or complications occurred.